Event description:
A user facility reported to olympus that when moving the camera cable the image flickered, making the image quality very poor. The malfunction occurred during an unspecified procedure. The procedure was completed with the same device; there was a delay of a few minutes but not clinically relevant. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was inspected and the customer's complaint was confirmed. The image flickered as a result of damage present at the cable unit (internal elements are compromised). The cable unit was also deformed. Additionally, the coupler unit was damaged (rattling) and the coupler unit was corroded. The reported fault is likely a result of wear and tear and mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image flickered because communication failure occurred due to faulty cable. There were scratches on the cable sheath, and thus, we surmised that the cable was partially broken due to the scratches. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.